Event description:
The MFR representative reported the pt had been experiencing a slow increase in pain and was requiring increased doses of high concentration of drug. An MRI was done that showed a possible inflammatory mass.